Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified an opening on anterior, crease flat, wear abrasion, and yellow particles. Leak test and microscopic analysis were performed which identified sharp opening sharp and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.